Event description:
It was reported that two hours post implant, the atrial lead exhibited loss of capture. A chest x-ray revealed the lead dislodged into the right ventricle. The patient was asymptomatic. The lead was explanted and replaced on (B)(6) 2015. The procedure was performed without complication and the patient was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.